Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The suspect device is now an instrument product and requires a new manufacturer report number. Please reference manufacturer report number 2016493-2016-00189 for MDR reporting.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the IV magnesium free flowed into the patient IV line prior to turning on or programming the pump.